Event description:
The customer reported that the unit did not alarm on patient's spo2 desaturation event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Manufacturer narrative:
A philips field service engineer (fes) went on site to test the device and collect logs. The fse tested the device and created spo2 desat , and low alarm, extreme brady events. The monitor passed all testing and displayed both audible and visual alerts for the simulated conditions. Philips reviewed the alarm logs/strips and bedside configuration as part of the investigation. It was concluded that there is no specific failure found, and therefore, no associated device components involved. .the investigation concluded that there is no product malfunction. The intellivue mp70 patient monitor is functioning as specified. The fse worked with the biomed and provided the test results and the initial log review. The customer also received an official response letter with the results of the investigation. No further investigation or action is warranted.

Event description:
The customer reported that the unit did not alarm on patient's spo2 desaturation event.